Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (weak vibration) issue. It was alleged that the auditory alarm was working. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 05/31/2017. Device evaluation: the device has been returned and evaluated by product analysis on 05/10/2017 with the following findings: during investigation, the pump was returned with the temp basal sound features set to off, and all other sound features set to vibrate. The pump powered on to the verify screen with the auditory and vibratory features. An alarm was reproduced with the sound set to vibrate. No weak vibration was found during testing. The pump cover was removed to find no internal moisture or defects to the moisture circuit. The weak vibration complaint could not be duplicated.